Event description:
It was reported the patient experienced right side drg therapy lost for unknown reason. X-rays confirm the right drg lead remains in the appropriate placement, and alignment in the header is normal. Troubleshooting completed to no prevail. As a result, the drg ipg and right side lead were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.